Event description:
It was reported that the 3100a vent stopped oscillating while on patient. The unit was swapped out to complete the procedure. No patient harm reported.

Manufacturer narrative:
File identification: (B)(4). Results of investigation: a non-return device evaluation was performed it was confirmed that the unit was tested, and the reported issue was not confirmed. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.